Event description:
Primary stability not achieved, implant wasn't completely covered with bone, no thread tap used, smoker, complication in site preparation (not enough bone), inadequate bone quality/quantity, mobility.